Manufacturer narrative:
Gtin: (B)(4).

Event description:
A 21mm trifecta valve implanted in 2011 was explanted (B)(6) 2015 secondary to reports of calcification and a high gradient. A non-sjm valve was implanted.